Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 13653291.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate pain relief. The patient underwent an scs system explant procedure. No further information could be obtained.